Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 309701 and lot number 3212533. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 1ml st bulk convenience pak stopper was defective/damaged. The following information was provided by the initial reporter translated from french to english: "I'm writing to let you know about a problem I've had this past month with the syringes in the tip1cc slip bulks. The liquid passes by the black rubber and flows down the piston. So, contaminated product. Several syringes with the plastic striped." Je vous écris pour vous faire part d'un problème rencontré ce dernier mois avec les seringues des bulks de slip tip 1cc. Le liquide passe à côté du cahoutchou noir et coule au niveau du piston. Donc, produit contaminé. Plusieurs seringues avec le plastique rayé.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.